Event description:
Patient with heartware hvad implanted about 9 months ago was admitted with right sided numbness/weakness of the right hand. Head CT/neurology consult diagnosed patient with embolic left small territory middle cerebral artery (mca) stroke. This is a known complication of lvad. Patient was discharged with minimal right hand weakness with close follow up with vad team. Asa was resumed and warfarin inr goal was increased to 2-2.5.